Manufacturer narrative:
Product analysis: analysis found that the atrial and ventricular output connectors were broken. Analysis also noted that the hanger was broken off the housing and the display lens was cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for service with no complaint information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.